Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastrectomy procedure. There was a problem with the device. The anvil did not tilt after firing. Another device was used to complete the procedure. The eea sizers were not used. No additional information is available. No injury to patient. There was no tissue loss or damage. There was no blood loss.